Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switches. The ra lead was explanted and replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
The reported events were noise and mode switch. A partial lead was returned in two portions for analysis. The reported event of noise was not confirmed. Electrical testing that could be measured did not find any indication of conductor fractures although an internal short was noted on both portions. Further analysis noted the inner insulation was damaged due to procedural damage. All damages noted by visual and x-ray analysis are consistent with procedural damage.